Event description:
It was reported that a female patient underwent a breast augmentation surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed during a physical exam. The patient then underwent capsular contracture revision surgery. At the time of the procedure, it was discovered that both implants were ruptured. As a result, the patient underwent removal and replacement with 400cc mentor memorygel breast implants on (B)(6), 2022. There were no reported patient consequences or procedural delays due to the ruptures that were discovered during the revision surgery. Refer to manufacturing report number 1645337-2022-11483 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received the device for evaluation. The lot number was identified. Lot: 6978025 manufacturing date: 9/19/2020. Expiration date: 10/4/2022. On (B)(6) 2022, mentor completed a visual inspection, microscopic examination, and shell thickness of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer reference number: (B)(4).